Manufacturer narrative:
Upon multiple additional information requests from the customer, no additional information has been provided regarding any injury to the physician or in regards to the lab environment. The customer has requested service for the product; however, the product has not yet been received by (B)(4). Upon receipt, an investigation will be performed and a 3500a supplemental will be submitted to the FDA as required. (B)(4).

Manufacturer narrative:
In the initial report, stated that: while using the coolflow irrigation pump, the doctor received an electrical shock. Additional information provided by the sales rep in (B)(4) suggests that the physician did not get an electric shock; it was more of a tingle when he touched the surface of the cool flow pump. The unit was sent to the repair facility however the unit never reached to the repair center because it was lost during shipping process between customer and the repair center. The device history record for coolflow pump showed that no reprocessing or test fails were noted during the manufacturing cycle. The device met all specified requirements prior to distribution. (B)(4).

Event description:
It was reported that while using the coolflow irrigation pump, the doctor received an electrical shock.